Manufacturer narrative:
The technician isolated the issue to worn casters. He replaced the four casters to repair the bed.

Event description:
Information received indicates the brake casters continue to swivel after the brake pedal is engaged.